Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.

Event description:
It was reported that during the implant attempt, the left ventricular lead would not stay in desired position due to the patient's anatomy. The lead was explanted. No patient complications have been reported as a result of this event.